Manufacturer narrative:
Investigation summary: a failure of discrepant results was reported on a viper lt instrument (p/n 442839, s/n (B)(6) ). The customer reported that there was a discrepancy in the patient results between their viper lt and a separate platform. Bd field service recommended the customer perform environmental sampling to determine if there was a contamination issue. The testing showed no contamination, and the customer was unable to replicate the discrepant results. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positive failures. The root cause is unknown, since the reported issue could not be replicated by the user or bd field service.

Event description:
It was reported that while using bd viper¿ lt system there was a false positive of one patient sample. There was no patient impact reported. The following information was provided by the initial reporter: "there have been several instances of discrepant positive results on the viper lt. The result was positive for CT on the viper lt but negative on the cepheid geneexpert."

Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.